Manufacturer narrative:
Product analysis: visual inspection shows the device is broken into 2 pieces. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use of a bio-medicus venous cannula for a patient on extracorporeal membrane oxygenation (ECMO) for 40 hours when the doctor went to suture down the cannula body the cannula split in half. The cannula was replaced immediately after lines were clamped. Patient was on ECMO for a total of 187 hours.

Manufacturer narrative:
Conclusion:the complaint of the cannula splitting in half was confirmed. Per IFU, the cannula can be used for up to 6 hours only. DHR review was not possible as no lot number was provided and the product did not return with the label as a result the lot number could not be located.medtronic will continue to monitor similar occurrences. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.